Event description:
It was reported that on (B)(6) 2023, a 34mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 14f amplatzer torqvue 45x45 delivery system. During the procedure, it was noted that the tip of the delivery sheath was split. A new 14f amplatzer torqvue 45x45 delivery system was chosen and the 34mm amulet was successfully implanted. The patient remained hemodynamically stable throughout the procedure. The patient was discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a dilator tip splitting during the procedure was confirmed. The investigation found the tip of the dilator was split when it was received at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met specifications. No other complaints were reported on this batch. The cause of the reported incident could not be conclusively determined but is consistent with damage during use.